Event description:
It was reported that customer experienced repeated cgm error 42 on pump, with same error having occurred several times previously on this device. There was no reported impact to the customer¿s blood glucose level. Customer planned to continue using current pump and rely on alternate insulin method if necessary until replacement arrived, and technical support arranged shipment of replacement pump with updated software.